Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was interrogated 15 months post implant and found to have a status of eol (end of life) and a fault code was displayed. The device status was found to have changed to eol 11 months post implant due to a magnetic resonance imaging (MRI) procedure the patient had undergone. A manual capacitor reformation was performed on the device and the status reverted to bol (beginning of life). The device remains implatned.